Event description:
Narrative: extravasation. A (B)(6) female with a recent history of fluid overload leading to pulmonary compromise presented for a chest cta. The protocol was to inject 80 ml of nonionic contrast at a flow rate of 4.0 ml/sec through a 20g angiocath located in the antecubital fossa. The injector delivered all 80 ml without incident; however, an extravasation became apparent as no radiopacity was seen. The eda alarm never sounded and an arm scan confirmed the extravasation. The pt's arm was elevated and ice and cold compresses were applied. The pt was observed and appeared to be in no major discomfort and essentially the same as before the procedure was initiated. (B)(4).

Manufacturer narrative:
In the opinion of the acist medical advisory board member responsible for this device, this incident represents a false negative (i.e., extravasation detection accessory (eda) alarm never sounded with extravasation greater than 20ml). Extravasations of >50 ml of nonionic contrast media have a low to moderate probability of causing serious harm or permanent injury to the pt. No medical or surgical intervention other than elevation and ice was required. The extravasation detection accessory was tested by a (B)(6) on (B)(4) 2012, and no problems were found. The eda passed all tests and the system was operating within manufacturer's specifications.